Manufacturer narrative:
In follow-up with a medela clinician on (B)(6) 2016, the customer clarified that she was treated for thrush with a prescription ointment, which resolved her issues. The customer was sent a replacement pump and has since not reported any issues. The pump in style advanced (pnsa) starter breast pump was received on (B)(6) 2016 and evaluated by quality engineering on 10/10/16. The attached product evaluation revealed that the pump passed all functional tests and operated within specifications. See attached product evaluation for details. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
The customer reported to medela customer service on (B)(6) 2016 that she was experiencing power issues with her pump in style advanced (pnsa) starter breast pump and had a yeast infection.